Event description:
The customer reported that the unit would not power up via battery power.

Manufacturer narrative:
H3 & h6. The factory has not yet rec'd the device for eval and this complaint is still under investigation.